Event description:
The surgeon implanted a cc4204bf collamer plate lens, but the plunger did not work correctly, so the lens was removed and the surgeon implanted a three piece lens. It is unknown if there was any lens damage or pt injury. An indigo-p injector and an spc-25 fp cartridge were used but the facility did not provide the lot numbers.

Event description:
The surgeon implanted a cc4204bf collamer plate lens but it seemed to fold on itself in the cartridge and the plunger got stuck on the lens. There was resistance to injection and as the surgeon pushed harder, the lens ejected from the cartridge with force to tear the posterior capsule. The surgeon felt the cause of the posterior capsule was excessive force of the lens through the capsule, also the lens was not loaded optimally. The lens was implanted and it subluxed, the incision was enlarged to remove the lens and an addition of suture was required. The surgeon performed a vitrectomy. The patient's pre-operative best-corrected visual acuity was 20/40 +2.